Event description:
Medtronic received information that during use this hms plus instrument had a measurement failure. The customer stated that it became impossible to measure, and no measurement result was obtained. Use of the instrument was stopped. There were no adverse patient effects as a result of this issue.

Manufacturer narrative:
Product analysis: the reported measurement issue was not verified during service. The service technician stated that no abnormalities were observed in the operation of the instrument. Further service was cancelled as it was determined that the instrument could be used without repair and it was returned to the facility. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information the instrument was replaced by a non-medtronic instrument to complete the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.